Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set had been in use for about one (1) month. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set had been in use for about one (1) month. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected, and it was noted that the clamp was in closed position; however, did not show evidence of a leak. The reported condition could not be verified or refuted. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.